Manufacturer narrative:
A physio-control service representative evaluated the device and verified the reported failure. He then replaced the battery and observed proper device operation through functional and performance testing. After the repair, the device was returned to the customer for use. The cause of the battery failure could not be determined.

Event description:
It was reported to a physio-control service representative that the customer's device would not power on. The device's readiness display showed a service wrench icon and an empty battery icon. The battery in the device had an expiration date of 2017-04-07 (yyyy-mm-dd). There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.